Manufacturer narrative:
Investigation is in progress. Only a name and email was provided for contact information. No specific part, lot, incident, date, condition or any other information was provided.

Event description:
Through the company website using the general inquiry form, a surgeon reported that he had revised between 15 and 20 knees over the last 3 years and his partner had done even more. The report was that the tibial component had debonded from the cement. Only a name and email was provided for contact information. No specific part, lot, incident, date, patient condition, location or any other information was provided.

Manufacturer narrative:
Attempts to obtain additional information from the initial reporter were not successful. No responses were obtained. With no additional information, no further investigation is possible. This follow up MDR is being submitted in order to close the initial MDR report.